Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported migration resulting in single leaflet device attachment (slda) cannot be determined. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was implanted to stabilize the slda clip, successfully reducing mitral regurgitation (mr) to 2. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets grasped. After deployment, the clip orientation changed and the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Another clip was placed lateral to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.